Event description:
Consumer contacted dexcom to report no audio output. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4).the returned complaint device was visually inspected and no defect was found. A review of the receiver data log did not confirm the reported experience of no audio output. The complaint was not confirmed.